Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the clip delivery system (cds), a leak occurred. Therefore, the cds was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis and observed the dc handle body seal to be damaged (torn/pinched). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be related to the observed damaged (torn/pinched) seal. The damaged seal appears to be related to a potential product issue.the issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.